Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. Corrected field: b5, d4 UDI number, d7a, e1 initial reporter name, h6 medical device problem code. A getinge field service engineer (fse) confirmed the error is due to a balloon rupture. Fse replaced the pim assy. Inspection based on the service manual found good.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had blood intake issue due to balloon rupture. It has auto fill error" and "iab circuit leak" occurred. No harm.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had blood intake issue. It has auto fill error" and "iab circuit leak" occurred. No harm.

Manufacturer narrative:
Due to character limit in e1 event site address is (B)(6). A supplemental report will be submitted upon completion of our investigation.